Event description:
It was reported that the patient presented to the hospital with the pacemaker eroded out of the device pocket. The physician explanted the pacemaker, the right atrial (ra) and the right ventricular (rv) leads due to infection at the pocket site. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The lead was returned, and visual inspection was normal. The cause of infection could not be traced to the lead.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.